Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: " smartsite valve difficult to prime"

Event description:
It was reported that bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: " smartsite valve difficult to prime".

Manufacturer narrative:
H6: investigation: 50 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the smartsite valve is difficult to prime could not be replicated. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA #1998036, to identify any potential contributing factors for occlusion of this nature. A device history record review for model 2000e lot number 21086298 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21086298 regarding item #2000e.